Event description:
As per the retrospective study, a dissection occurred folowing stent implantation. Additionally, the patient returned for a follow-up angiography on june 16, 2004, in which target lesion restenosis was indentified. No additional intervention was performed. This patient was admitted for coronary intervention. Angiography. Revealed a lesion within the saphaenous view graft to the proximal rca (3.5mm diameter). The lesion was described as an ostial, 80%, 13mm long lesion with timi iii flow. Heparin and gp iibiiia's were administered prior to the intervention. An embolic protection device was not used. It is unk if the lesion was pre-dilated. A 3.5 x 13mm cypher stent was deployed to 16 atms. The stent was post dilated with a 4.0mm balloon inflated to 20 atms. Residual stenosis was reported to be 10% with timi iii flow. A b-grade dissection was noted following the procedure. Approximately nine months post implant, the patient returned for a follow-up angiogram. The indication for this procedure is not known. Angiography revealed a >70% restenosis of the cypher stent implanted in the svg/rca. It is unk if and how this was treated. There is no indication of myocardial infraction and the patient survied this event. In summary, this male patient with a history of htn and previous CABG had cypher stent implantation. These are pre-morbid conditions which increased the risk for a mace. The lesion was located in the svg to the proximal rca and was ostial. The cypher stent is only indicated for discrete de novo lesions and not lesions located in the area of the ostium. A cypher stent 3.5mm x 13mm was deployed. A grade b dissection was noted following the procedure. It is not known if it was treated. In conclusion, there are patient and lesion factors that may have contributed to the event.